Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented during a routine follow-up. Increased capture thresholds and decreased r-wave was noted. Fluoroscopy revealed that the lead dislodged. The lead was repositioned. The patient was stable before during and after the procedure.